Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the pusher appeared loose in the cover block. The stapler was returned with 0 staples remaining in the cover block, indicating that at least 35 staples were fired by the customer. The trigger was returned unengaged. There was evidence of use in the form of biological material present on the device. Proper functional testing could not be completed due to no staples remaining in the device. The device was disassembled, and it was observed that the saddle spring was disconnected on one side of the cover block and was fully disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Nc was opened to address the saddle spring disconnection issue. Per DHR the product visistat 35r 6/box lot # 73j2400956 was manufactured on 09/27/2024 a total of (B)(4). Lot was released on 10/11/2024. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The device was returned with the saddle spring detached on one side. Nc was opened by the manufacturing site to further evaluate this issue. The reported complaint of "bent/deformed parts - staples" could not be confirmed based upon the sample received. Visual examination revealed that the sample was returned with zero staples remaining in the cover block. Proper functional testing could not be completed due to no staples remaining. The stapler was disassembled, and it was observed that the saddle spring was out of position on one side of the cover block and was disconnected from the pusher. Nc was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple deformed". A new device was used to complete the procedure. No report of patient harm or injury. The patient status is reported as "fine".